Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that the port body was obstructed, which prevented the injection of fluid. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photo and one video was provided for review. The first photo shows product kit label in which product details was mentioned and verified with tw details. The second photo shows an unsealed product tray containing components such as one port, one flushing hub attached with catheter, one guidewire hoop with guidewire, one introducer needle, one angled non coring needle, one dilator, one tunneler, one vein pick and two cath lock. No visual anomalies were noted on the photo. The third photo shows native language product label in which product details was mentioned and verified with tw details. The video shows the partial view of a clinician holding infusion set needle which was attached with the syringe. Then clinician passes the fluid through infusion needle and fluid come out through the needle. After that infusion set needle was inserted into the port septum and clinician passes the fluid and fluid was not coming out through the access port tube. Therefore, the investigation is confirmed for the reported obstruction of flow issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (b)(5) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that the port body was obstructed, which prevented the injection of fluid. The procedure was completed using another device. There was no reported patient injury.